Event description:
It was reported to boston scientific corporation in 2009, that an ultraflex non-covered esophageal stent was used during an esophageal stenting procedure performed the same day. According to the complainant, while attempting to deploy the stent in the distal esophagus, which was about 6cm in length, difficulty was encountered unravelling the deployment suture. The physician then removed the stent and delivered system in tandem from the pt. The procedure was completed with another ultraflex non-covered esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine." Four days later, the site representative checked the device and confirmed that no visual damage or anomalies were present.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.